Event description:
Reporter alleged that he had not received his replacement for a compact plus meter that was unavailable for use as he had spilled something on and it no longer works nor powers up. Reporter stated that he became weak during this time, the paramedics were called, and he was given a candy bar and sugar tablet. Reporter stated the paramedics obtained a 26 mg/dl result on their system and then a result of 41 mg/dl result after eating the candy bar. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.